Event description:
Rupture of both mcghan textured saline implants; 14 y/o. Valves malfunctioned. Implants had mold at time of rupture. Numerous severe allergies entire time with implants. Upon ruptures, severe breathing problems, hair loss, autoimmune disorder, memory issues, rashes, food sensitivities, smell sensitivities; severe depression, anxiety, fibromyalgia, severe exhaustion, weight loss due to food sensitivities, digestive problems, leaky gut, ibs.